Event description:
An rx vision stent delivery system (sds) was advanced over the first bmw universal guide wire. Then an attempt was made to use a second bmw universal guide wire as a buddy wire. However, as it was advanced through the sds, there was resistance felt when the guide wire reached, the guide wire exit notch of the sds. The sds was retracted and then became frozen on the guide wires. Then everything was removed from the patient's body. Upon removal of the devices, it was noted that the second bmw universal guide wire tip coils had separated. The separated guide wire tip was removed from the patient's body inside the guiding catheter. Reportedly, there was no patient injury. No other information was available.